Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer experienced symptoms described as head turn and eventually experienced loss of consciousness. Customer treated themselves with sugar and coca cola. Customer also had contact with a healthcare professional (hcp) who treated them with sugar for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 47 mg/dl was compared to an adc meter result of 348 mg/dl. Length of wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.